Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer has reported that the castell key system is not connected properly to the citb/interlock system. The external terminate inhibit is not raised when the castell key is removed.

Manufacturer narrative:
Section d9 information added. Section h6 coding updated. Section h10/h11 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported to elekta that the castell key which is used to provide a safety interlock was not functioning on the elekta linac. The fault was found by elekta when performing post installation critical exams. It was determined that the castell switch was fitted correctly to the client interface terminal board, however, when the castell switch was tested the external terminate was not raised when the key was removed. The fault was determined to be caused by the linac calibration values which required modification to enable the functioning of the external terminate. Fitting of any equipment to the client interface terminal board should be tested prior to clinical use, therefore this failure would be detectable prior to use. The linac is under commissioning by the customer and not in clinical use.